Event description:
It was reported that the patient underwent a surgical procedure levels c6/c7 with instrumentation. Post-op films taken at three months and five months showed no progression of screws loosening. The patient was seen for one year follow up. X-rays showed the screws were backing out. It appeared that the locking mechanism on the upper corner of the plate broke away, thus allowing the screws to back out. The patient underwent revision surgery one month later. No additional patient complications were reported.

Manufacturer narrative:
(B) (4): the plate was returned for evaluation. Visual and optical inspection confirmed the anti-migration cap tabs were broken on the same side in the sagittal plane. Surface scratches and witness marks were noted on the anterior face consistent with implant/ explant damage. Microscopic examination of the fracture surfaces reveal a fairly brittle fracture with no indication of fatigue. A sharp corner was noted at the base of the tabs. Fusion had occurred prior to failure; therefore, the device met its intended function. X-rays showed the plate and interbody spacer at c6/c7 below a solid c5/c6 anterior cervical discectomy and fusion (acdf). The c7 screw was backed out about 3-4 mm. A review of the device history records did not identify any applicable nonconformance to specification.